Manufacturer narrative:
H.6. Investigation: two samples received for investigation, after a visual inspection, no anomaly found for both samples. For sample#1, leakage between protector and vial was found, protector was removed from vial and rubber stopper on vial found the needle penetrated out of the center. For sample#2, no leakage between protector and vial was found. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial for sample #1 which resulted in the leak reported. The protector must be attached completely vertical. H3 other text : see h.10.

Event description:
It was reported that 2 protector p53j leaked during use. The following was reported by the initial reporter: "according to the customer's report, leakage occurred between the protector and the vial of cisplatin."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 protector p53j leaked during use. The following was reported by the initial reporter: "according to the customer's report, leakage occurred between the protector and the vial of cisplatin."